Manufacturer narrative:
It is unknown if the employee subject of the event was wearing proper ppe, specifically gloves at the time of the event. Medivators has requested additional information regarding the reported event and photos of the bottle subject of the event. A follow-up report will be submitted should additional information becomes available. Rapicide pa part a is bottled with a vented lid to allow chemical fumigation. The outer packer labeling indicates that the package be stored in an upright position during transit and storage. The following language is from the rapicide pa label, "store upright in shipping carton. Store unused portion in original container. Never tamper with vent."

Event description:
The user facility reported that an employee obtained burns to their hands and face while removing a bottle of expired rapicide pa high level disinfectant from the box. It is unknown if the employee sought or received medical treatment.

Manufacturer narrative:
The user facility reported that four (4) lots (00118921, 00107621, 22000164, & 23000566) of rapicide pa high level disinfectant were in inventory. Review of the provided lot numbers indicated that three out of the four lots were expired. The user facility was unable to confirm the subject lot of the bottle involved in the reported event. The user facility provided photographs of the rapicide pa high level disinfectant containers that were in inventory. The photographs showed that the rapicide pa high level disinfectant containers had "cracks" along the sides. The observed damage may be indicative of the product being expired or impact the containers sustained during handling. User facility personnel were counseled on the proper handling, storage, and disposal practices, including the importance of wearing proper ppe when handling the product. A complaint review for the subject lots was performed and confirmed the reported event to be isolated. No additional issues have been reported.